Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The uninterruptible power supply (ups) battery was replaced and the issue was resolved. The replaced battery was discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the uninterruptible power supply (ups) on the imaging system was beeping even though it was plugged into outlet power. A red light was displayed on the ups panel. There was no patient present when this issue was identified.